Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was that the patient had some odd shocking going on in places that weren't normal. Caller said when the patient was going to be crawling under a car they'd turn stim off/down, because stim tends to shock the patient. Caller mentioned the patient's leg neuropathy had been much improved, but now it had all gone back to the way it was. Agent documented reported information and redirected the caller to discuss the issue further with the patient's manufacturer representative (rep) and healthcare provider (hcp) .

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.